Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, and 90% stenosed mid left anterior descending artery. The 3.0 x 23 mm xience prime stent delivery system (sds) was advanced to the lesion for direct stenting. When the sds was inflated for the third time at 12 atmospheres, a rupture occurred. The stent implant was implanted and the procedure was successfully complete after post-dilatation with an unknown balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: no pre-dilatation. The balloon rupture was confirmed. Based on visual, functional, and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the japan xience prime everolimus eluting coronary stent system, instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.